Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, deformation, brown encapsulation and cloudy. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported, "lot of periprosthetic liquid, with internal artifacts overwhelming". Patient underwent mammography and ultrasound, which identified fluid. Additionally physician reported, capsular contracture, baker grade unknown. Device has been replaced with non allergan device. Right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lot of periprosthetic liquid, with internal artifacts overwhelming".

Event description:
Patient reported "lot of periprosthetic liquid, with internal artifacts overwhelming". This record relates to right side. Device remains implanted.